Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) was reviewed and the batch passed the qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted and the investigation was based on document review. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume, and no issue was observed. In current standard operating procedures, the products are subject to 100% visual inspection and any defective raw balloon will be discarded and/or culled out before being sent to the next process. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: the catheter is slipped out of the urethra, because the balloon burst. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter is slipped out of the urethra, because the balloon burst. The patient's condition was reported as fine.